Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose value of 459 mg/dl at the time of the event and reported the insulin pump was cracked. Troubleshooting was performed and found that the customer was treated in an emergency room with a manual injection. The customer was reporting symptoms like nausea, vomiting, abdominal pain, and difficulty breathing as a result of blood glucose. The insulin pump was used within 48 hours and the auto mode was active at the time of the event. The customer reported the insulin pump was under-delivering the insulin. The customer reported that there was a crack along the battery side. The customer was admitted to the hospital on (B)(6) 2023 and experienced the symptoms of increased thirst. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
S.w version 6.7w. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged cosmetic damage located at the battery side, possible under delivery and was hospitalized for high bgs and dka found on (B)(6) 2023. The pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 24-jul-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 24-jul-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 409250 (40.925 u); dailytotalofbasalinsulindelivered: 134250 (13.425 u); dailytotalofbolusinsulindelivered: 275000 (27.5 u); (B)(6) 2023 00:21:23.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1autobolus (9); normalbolusamountprogrammed: 38000 (3.8 u); bolusamountdelivered: 38000 (3.8 u) ;(B)(6) 2023 00:34:33.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1autobolus (9); normalbolusamountprogrammed: 12000 (1.2 u); bolusamountdelivered: 12000 (1.2 u); (B)(6) 2023 02:15:31.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1glucosecorrection (6); normalbolusamountprogrammed: 22000 (2.2 u); bolusamountdelivered: 22000 (2.2 u); (B)(6) 2023 02:31:11.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1autobolus (9); normalbolusamountprogrammed: 37000 (3.7 u); bolusamountdelivered: 37000 (3.7 u) ;(B)(6) 2023 02:48:57.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1autobolus (9); normalbolusamountprogrammed: 3000 (0.3 u); bolusamountdelivered: 3000 (0.3 u); (B)(6) 2023 03:46:03.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1autobolus (9); normalbolusamountprogrammed: 33000 (3.3 u); bolusamountdelivered: 33000 (3.3 u); (B)(6) 2023 03:49:51.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1autobolus (9); normalbolusamountprogrammed: 16000 (1.6 u); bolusamountdelivered: 16000 (1.6 u); (B)(6) 2023 05:35:57.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1glucosecorrection (6); normalbolusamountprogrammed: 21000 (2.1 u); bolusamountdelivered: 21000 (2.1 u) ;(B)(6) 2023 09:33:51.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1glucosecorrection (6); normalbolusamountprogrammed: 54000 (5.4 u); bolusamountdelivered: 54000 (5.4 u); (B)(6) 2023 09:55:13.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1autobolus (9); normalbolusamountprogrammed: 19000 (1.9 u); bolusamountdelivered: 19000 (1.9 u); (B)(6) 2023 09:59:05.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1autobolus (9); normalbolusamountprogrammed: 5000 (0.5 u); bolusamountdelivered: 5000 (0.5 u); (B)(6) 2023 11:02:31.000 normalbolusdelivered (220); bolusprogrammingmethod: cl1glucosecorrection (6); normalbolusamountprogrammed: 15000 (1.5 u); bolusamountdelivered: 15000 (1.5 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 24-jul-2023 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: 07/18/2023 13:10:00.000, 07/18/2023 19:47:00.000 07/19/2023 00:52:00.000, 07/19/2023 13:00:00.000, 07/19/2023 13:10:00.000 07/19/2023 19:05:00.000, 07/20/2023 13:16:00.000 07/20/2023 21:27:00.000 07/23/2023 01:15:00.000, 07/23/2023 12:22:00.000, 07/23/2023 19:19:00.000 07/24/2023 01:30:00.000, 07/24/2023 01:40:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: 07/18/2023 20:03:00.000, 07/18/2023 20:13:00.000 07/19/2023 13:26:00.000, 07/19/2023 19:21:00.000 07/20/2023 13:32:00.000 07/23/2023 19:35:00.000 07/24/2023 01:56:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: 07/21/2023 18:00:02.000 07/23/2023 01:30:01.000, 07/23/2023 09:30:01.000 07/23/2023 10:00:02.000, 07/23/2023 10:35:02.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: 07/23/2023 17:39:30.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label missing. Cosmetic damage was confirmed at the battery side of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.